Manufacturer narrative:
An investigation was performed and it concluded that the device appears to be operating as designed and intended.

Event description:
The rptr indicated that the pt rec'd several shocks during a 15 min episode. Upon interrogation on 12/01, the battery status indicated (eos) end of svc. The rptr expressed concerns about: 1) eos after 1 mo implant, 2) limited info in stored iegms, 3) double sensing of qrs, and 4) unable to diagnose based on diagnosis available. Review of data showed double sensing of qrs (sense refractory 160), occasional sensing of t-wave (3.5:1 margin w/ est r wave 2mv), and eos. A backup reset was done which cleared the eos. Reprogramming was also performed.